Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implantable defibrillation and right atrial (ra) lead exhibited noise. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches and an inappropriate shock. The patient is not pacemaker dependent. Noise was unable to be reproduced on the ra lead; however, was able to be produced on the implantable defibrillation lead with patient isometrics. Additionally, the implantable defibrillation lead exhibited undersensing and low out of range pacing impedance measurements less than 200 ohms. Fluoroscopic imaging revealed possible dislodgement of the implantable defibrillation lead that was suspected to have occurred during a previous ra lead revision procedure approximately one year ago. An invasive procedure was performed. The lead was surgically abandoned and replaced. The ICD and ra lead remain implanted and in service. No additional adverse patient effects were reported.